Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of insulin pump was not responding. The customer's blood glucose level was unknown at the time of incident. The customer stated that the battery life has been diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test and displacement test or verify low battery alarm due to unresponsive button. No button error alarm during testing. (B)(4).